Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segment/partial display or display anomaly during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to see the information on the right side of the insulin pump's screen. The insulin pump had a screen anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.